Manufacturer narrative:
The customer reported that one of their patients experienced a fatal rhythm that the bedside monitor (bsm) did not pick up. The ECG print out suggest a faster rate without a documented crisis alarm. The documentation also reveals a low mv for the patient hr. However, arrhythmia alarms did capture an "irregular rr". Additional device information: concomitant medical device: the following device was used in conjunction with the model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that one of their patients experienced a fatal rhythm that the bedside monitor (bsm) did not pick up. The ECG print out suggest a faster rate without a documented crisis alarm. The documentation also reveals a low mv for the patient hr. However, arrhythmia alarms did capture an "irregular rr".